Event description:
It was reported that the pta balloon catheter could not be removed through the 6f sheath. The balloon and sheath were removed as one unit. Another pta balloon catheter was used to complete the procedure. There was no report of injury to the patient.

Manufacturer narrative:
To date, the device has not yet been returned to the manufacturer. The investigation is currently underway.